Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue recurs.